Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional device implanted in this patient: tg2815/05155427. Also note that this event involved a gore tag thoracic endoprostheses, and is reported on medwatch #2017233-2007-00414.

Event description:
In 2007, this patient was treated for a type b thoracic aortic dissection with progression of an intramural hematoma. A gore tag thoracic endoprosthesis was implanted proximally, intentionally covering the left subclavian artery. A gore tri-lobe balloon catheter was then advanced, pushing the implanted device into the ascending aorta, unintentionally covering the left common carotid artery. Brachial access was used to restore flow by placing two atrium icast stents. Another device was then implanted distally. The final angiogram demonstrated three patent head vessels and very late filling of the false lumen. The patient tolerated the procedure.